Manufacturer narrative:
It is very important for the fse to be applied correctly to have the best results of monitoring and removal at the end of delivery. It is imperative that the fse not be rotated more than 1 ½ turn when applying it to the baby's scalp. If the electrode is excessively torqued during (e.g. Rotated > 1 ½ turns clockwise) application to the presenting part or if the electrode was rotated in the incorrect direction when removing from the scalp. The instructions for removal of the fse in the IFU reads as follows: "remove spiral needle by grasping electrode wires as close to fetal presenting part as possible and twist counter-clockwise until free from presenting part". When removing the fse, it is very important to make sure that the clinicians are twisting it counter-clockwise as close to the presenting part, as possible. If it was inserted correctly, it should not take more than a 1 ½ turn to remove it. Education on proper insertion and removal along with reviewing of the IFU's are very important for any clinician using this product.

Event description:
Baby was delivered in vaginal birth (B)(6). Remaining indurations on the head of the baby at site of the fetal scalp electrode. Suspecting infection. Ultrasound results (B)(6) 2018 implied suspicion of foreign object. After a small surgery incision, it was possible to remove the remaining piece of the electrode.